Event description:
The spouse of a home patient (hp) using a homechoice system (hc) contacted baxter technical service center regarding a low drain volume alarm that occurred while in drain 5 of 5 with a drain volume of 543mls. Checked patient line, no kinks, closed clamps or fibrin. The technical service representative (tsr) assisted spouse with cleaning alarm and started drain. Tsr helped spouse repositioned hp, but still not draining. Spouse stated that hp had disconnected himself without closing clamp or capping off patient line, earlier and had lost an unk amount of fluid. Hp then reconnected to same setup and continued therapy. Hc has been getting low drain alarms since. Tsr assisted with end of therapy early procedure and advised spouse to contact pd nurse. There was no patient injury or medical intervention reported at the time of the incident.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.